Event description:
It was reported that a patient underwent an episiotomy repair on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture and became lodged in the patient. An xray was performed and the needle was removed from the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.